Event description:
The event was reported as: the et tube became kinked in the pt and required replacement. No pt injury reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.